Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level and high life threatening ketones. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Prior to going to the ER, the customer delivered a correction bolus and administered a manual insulin injection in attempt to resolve the high bg. While in the ER, the customer did not receive additional treatment. The cause of the reported issue was due to resistance being felt among multiple cartridges when attempting to fill the cartridge with insulin during the load sequence. Ultimately, the customer was able to load onto the pump and resume insulin delivery. Tandem technical support offered to perform a system check on the pump, but customer did not have the pump present at the time of the report. The customer was released form the ER the same day with no permanent damage. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.